Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The customer stated: dirt was found on one of the neuro sponge strips. This was reported on the kit, neuro craniotomy pack. Neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that the complaint sample was not returned to codman for evaluation; therefore, the evaluation could not be performed and the root cause of this complaint could not be determined. In the absence of the complaint sample, a complaints records review was conducted. The DHR/manufacturing lot traveler was reviewed and all the information on the traveler indicates that the product was produced within specifications. There were no engineering change orders or anything unusual relative to the manufacturing documentation of this lot. No corrective action will be taken at this time. We will continue to monitor future complaints on this lot number for similar issues. Should the product be made available for evaluation at a later date we will re-open this complaint and evaluate the product. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.